Manufacturer narrative:
Product ID 39565-65 lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product type lead product ID 37754 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 37744 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. (B)(4).

Event description:
It was reported the patient was unable to walk since the ins was implanted, and was currently at a rehabilitation facility. It was stated the patient "was unable to use her legs and didn't have the strength in her legs to walk" since the implant. The patient also reported stimulation in the wrong location. The patient felt the stimulation in her feet, but was only supposed to get stimulation in her knees. It was stated the patient's feet "felt heavy and like she was stepping on pebbles." Additional information has been requested, a follow-up report will be sent if additional information becomes available.